Event description:
Manufacturer notified of scheduled revison surgery due to system diagnosis at office visit resulting in high lead impedance, indicating possible lead malfunction. CT scan results reported from site did not yield any lead discontinuities. Preoperative system diagnostics resulted in high lead impedance, confirming the suspected lead malfunction. Cyberonics, inc. Representative in attendance during the surgery reported the physician did not visualize any lead discontinuities during the replacement procedure. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.